Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 408 mg/dl. The customer manually treated with 10 units of insulin about 30 minutes ago and changed the infusion set. The customer stated that she was having issues with a bent cannula on the infusion set. The customer was advised to change the infusion set and to return the infusion set. The customer declined troubleshooting for the high blood glucose. The insulin pump and the infusion set will not be returned for analysis.